Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to disassemble and clean the breathing system.

Manufacturer narrative:
Customer did not request service from ge healthcare. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: reported via (B)(6) aer database.

Event description:
The hospital reported that the bellows stuck resulting in the loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.